Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported that they had not charged their implantable pulse generator (ipg) in over a year. They attempted a physician mode recharge (pmr) with no success. It was reported that the physician would like to replace the ipg. The patient went out of town (months to a year ago) and was not able to charge during that time. When they came back home, they were unable to charge their battery. It was reported that they had not reached out to anyone to help restart their ipg until now. A physician mode recharge was attempted several times with no luck. X-rays of the leads showed that they had migrated down slightly. It was reported that they would test the leads at the time of the ipg replacement to verify coverage and if necessary, the leads would be revised. The issue was not resolved at the time of the report. A surgical intervention had not occurred, however a surgical intervention was planned. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.